Manufacturer narrative:
H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system used during a sacroiliac and thoracolumbar procedure. It was reported that there was an alleged inaccuracy. During a case and when using the straight thoracic probe, the surgeon would rotate it 360 degrees and navigation should have stayed stationary, but it did not. The site also stated that when using different instruments, it would not stay on the same location on the anatomy in the navigation screen, even though they were on the same location in the anatomy. It was noted that an example of another instrument used was the navigated ama drill in the down position. They aborted the use of navigation and went to fluoro. There was less than an hour delay to the procedure. There was no impact to patient outcome.